Event description:
During a standard treatment an electrical dental handpiece got hot and caused a burn on the lower lip of the pt. Doctor applied an antibiotic ointment to the lip. The burn healed within 6-7 days. No scar on lip was seen on last doctor visit.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and caused a burn on the lower lip of the pt. Doctor applied an antibiotic ointment to the lip. The burn healed within 6-7 days. No scar on lip was seen on last doctor visit. The analysis of the handpiece did show that it had a medium debris level and the bearings have been gritty. The heat up of the head has been reproducible. The user instruction requires a test run before each use and informs that a handpiece mustn't be used if it runs out of specifications. Only 1 pt got burned, but customer sent 2 handpieces in for repair which both got hot and is not able to determine which one caused the burn. Hence 2 mdrs are issued. See also: MDR# 3003637274-2011-00062. (B)(4). Kavo dental (B)(4) is submitting the report on behalf of (B)(4).